Manufacturer narrative:
A lot number was not provided, therefore, the sterilization, and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility reported that there was white particles on the phaco needle. The particulate entered the patient's eye. The particle was flushed from the patient's eye and the surgery was completed with no injury to the patient. The customer will provide particles for our evaluation.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Manufacturer narrative:
The evaluation had been completed. One small plastic specimen cup was received containing an unknown fluid and one small white particle. The needle tip and packaging were not returned. The particle was hard to the touch and is approximately 864 x 1695 microns in size. The particle was sent to an outside lab for analysis. The particle was analyzed using an energy-dispersive spectrometer (eds). Eds analysis of the white particle indicated, that it consists primarily of carbon and oxygen. Lesser concentrations of silicon, calcium, chlorine, and aluminum were also detected. This is consistent with organic material, saline residue, and mineral deposits. The white particle was also analyzed, using fourier transform infrared (ftir) spectrometer. Ftir analysis indicated, the material was consistent with polycarbonate. Polycarbonate is used in the needle wrench component supplied with the finished product, but limitations of analytical methodology, cannot definitively demonstrate this was the source of the reported particle. Therefore, the root cause is unknown. This investigation is complete.